Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: review of the black box histories indicated that a cartridge changed occurred at 0902 (B)(6) 2012, and at 1644 on (B)(6) 2012, a rewind and align occurred. The no cartridge alarm was emitted at 2216 (B)(6) 2012, and numerous times on (B)(6) 2013. The remaining insulin reading of 123 units is not confirmed in the black box. Black box review showed numerous "no cartridge detected" warnings on the reported failure date. The pump was able to power up to "verify" screen. The pump failed to recognize the cartridge upon the first "load" attempt. Unable to run flow accuracy test, and to take force sensor calibration reading as a result of "load step malfunction". The cover was removed, and the force sensor circuit was inspected. A crack was observed on flex trace near to the pins. Unrelated to the complaint, the display was dim and faded when the pump powered up. A test display screen was mounted for the rest of investigation, and then display was clear and fully illuminated. During investigation, "contrast" key was unresponsive, "up" and "down" buttons responded intermittently to presses. The keypad rubber was undamaged. The keypad was removed from the base for examination, contamination was found to all key's contact. The battery compartment was observed to be cracked extending from the threads down to the case seal. Unable to take audible test reading due the keypad failure.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient completed a cartridge change on (B)(6) 2012 and stated to feel unwell shortly following it. The patient reportedly looked at the pump and it had 123 units left in it. The patient went to the hospital and was administered glucagon to raise their blood glucose levels. The patient was released from the hospital on (B)(6). The patient attempted to load a new cartridge on (B)(6) however the pump dispensed the entire cartridge of insulin. This report is being made based on the indication that the patient was hospitalized due to low blood glucose levels which may have been related to the pump dispensing insulin during the load cartridge step while the patient was attached to the infusion set. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).